Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was unknown mg/dl. The customer mentioned that he "crash on the insulin pump" and was taken off therapy. The customer ended up in intensive care units. The patient will attend training tomorrow (B)(6) 2015 and is dealing with dcm jenny. The customer was very brief and refused to be transferred to 24 hour helpline for he is on his way out.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.